Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the site where the connectors were placed. Symptoms were inflammation and ooze at the implant site were noted. The patient was placed on oral and IV antibiotics. The physician did not suspect infection to be device or procedure related. No device malfunction was suspected. The patient underwent an explant procedure.